Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. Upon review via fluoroscopy, the right ventricular (rv) lead exhibited externalized conductors. No intervention was performed on the rv lead. That patient experienced no adverse consequences.